Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, photograph and a video of the sample were provided for evaluation. Visual inspection of the provided picture and video show that there was a fluid leakage at the level of the effluent pump segment during treatment due to a cut on the effluent pump segment. The reported event was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external leak from the effluent line was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.